Event description:
It was reported that there was no capture and high impedance on the left ventricular (lv) lead and the lead was damaged during the extraction procedure. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the lead ws returned to manufacturer, a proximal portion was received measuring 67 cm and a distal portion was received measuring 67 cm. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage and stretching. Concomitant products: product: d224trk bi-ventricular defibrillator, implanted: (B)(6) 2009; 6949-65 defib lead, implanted: (B)(6) 2005; 5076 non-defib lead, implanted: (B)(6) 2005. (B)(4).